Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm® ultra xc in the lips using the packaged needle. After 70% of the product was injected, the needle was reported to be faulty then it came off the syringe and all the filler came out of the syringe. There were no injuries.

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm® ultra xc in the lips using the packaged needle. After 70% of the product was injected, the needle was reported to be faulty then it came off the syringe and all the filler came out of the syringe. There were no injuries.

Manufacturer narrative:
Device analysis: empty syringe of 1.0 ml received with a cap, 1 unused needle in an opened tray. No defect observed to syringe.